Event description:
During a femoro-popliteal bypass procedure, an 11fr. Peel away cook sheath was placed into a diseased popliteal artery. The gore hybrid vascular graft was inserted into the peel away sheath. As the physician was advancing and peeling the sheath away, the tip of the graft unraveled. It was reported the stent possibly started to expand because of the calcified vessel, 'peeling back' the tip of the graft. Another gore hybrid vascular graft was implanted successfully with no adverse consequences to the pt.

Manufacturer narrative:
Review of the device mfg record history. Review of the device mfg record history confirmed device met pre-release specifications.